Event description:
After insulin is drawn up the rn attempts, but is unable, to cover the needle to prevent contamination of the needle and a possible needle stick. The syringe has a plastic needle protector that slides up and clicks into place after use, but it locks into place after it is slid up. The needle easily bends when trying to cover and this has happened twice.